Event description:
Additional information requested reported that the patient was re-implanted with a new lead and extensions to the existing battery on (B)(6) 2012. It was further noted that the system was functioning properly and the patient received good stimulation coverage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced telemetry issues. The last time stimulation was felt was over twelve months ago, and an overdischarge was suspected. The patient had to recharge every day, and stated it wasn't feasible to continue maintenance. A manufacturer representative was able to pull the patient's battery out of overdischarge. Impedance tests were run, and fluctuating impedances values over 3,600 ohms were seen on contacts 3 through 7 with the first test, and 0 through 2 with the second test. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012-06, product type extension.

Manufacturer narrative:
(B)(4). Lead model 39565-30, serial# (B)(4), implanted: (B)(6) 2007, explanted: na; extension model 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: na; extension model 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: na; programmer model 37742, serial# (B)(4); recharger model 37752, serial# (B)(4).